Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154996.

Event description:
Voluntary medwatch received states the patient had a tricuspid valve replacement and after surgery, there was a drop in all impedance, pacing and defibrillator. The lead was removed and replaced.